Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd ps tib brg 63/67x10 x 10, item# ep-183620, lot# 865560; van ps open intl fem-lt 65 65, item# 183128, lot# 274090; series a pat std 31 3 peg, item# 184764, lot# 938630. Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent total knee arthroplasty on an unknown date and subsequently was revised due to tibial loosening. At the revision, surgeon found something like metallosis on the patient soft tissue near implanted tibia tray and locking bar. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. Visual examination of the returned product identified wear and scratches on tibial tray, locking bar has nicks and bent tab, poly bearing was also returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with the following deviations / anomalies identified: one unit has been scrapped for casting pit on profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.